Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported, the subject device displayed a 0135005-error message. There were no reports of patient harm.

Event description:
It was reported, the subject device displayed a 0135005-error message. There were no reports of patient harm.

Manufacturer narrative:
Additional information/correction: d4-UDI added, d9-device available for evaluation changed to no, h6: investigation codes updated. This event was reported in error. This is not a reportable malfunction and would not lead to a death or a serious injury if it were to recur. H10: the device was not returned, and the serial number was not available, therefore a device analysis was unable to be conducted. The cause could not be determined.